Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the ins was removed because it was not helping the patient to relieve the pain. The patient did not know the explant date or facility. No device issues were reported. No further complications were reported/anticipated.